Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. High capture threshold and high pacing lead impedance was observed on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned for analysis in three pieces, a connector portion (a) measuring 11.1cm, middle insulation portion (b) measuring 5.8cm, and distal portion (c) measuring 41.5cm. The reported events of inadequate capture and high pacing impedance were not confirmed. The damage was found sustained during surgical procedure. The lead was otherwise normal